Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that during a cap dye study, performed per clinic protocol as patient's was pending pump replacement for normal battery depletion, medication could not be aspirated from the catheter. It was noted that the was obstructed and that the tip had migrated from t5 to t9. The healthcare provider checked the pump reservoir: irv - 15 ml, aav - 19 ml. No symptoms were reported. The catheter was replaced; the distal segment of the existing catheter was tied off. The new catheter tip was positioned at t9.